Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the front screen of the patient's system controller appeared to have ballooned out. The ventricular assist device (vad) coordinator was able to press down and the screen visibly depressed down and raised back up. The edges were intact and the controller had not been in direct contact with sun or heat. The controller felt warm to the touch but was not hot. The controller was exchanged without incident and the ballooning went away and the screen flattened once the controller was exchanged.

Manufacturer narrative:
Manufacturer investigation conclusion. The reported event of the controller slightly overheated and of the user interface top layer had ballooned out can be confirmed based on the provided photo and the data contained in the log file. The review of the provided photo and video confirmed that the top layer was expanded; however, the visual inspection reperformed when the controller was received revealed the user interface top layer was flat and the reported layer expansion was not present when the unit was received. The data log files were successfully retrieved from the returned system controller serial number (B)(6). The event log file contained data recorded from june 19 to june 25, 2021. The information captured in the log file revealed that the system maintained the set speed with no interruptions. The controller internal temperature recorded in the log file ranged from 38c to 48c. The periodic log file contained events recorded from june 14 to june 25, 2021 where normal operation was recorded. The highest controller internal temperature recorded in the log file was at 49c. The system controller was functionally tested and operated as intended during analysis. The controller was able to support the pump function for an extended period of time. No atypical alarms or events were produced during testing. A thermal test was performed with the returned system controller. Two thermocouples were attached to the returned system controller, one on the user interface side and one on the backup battery side. The temperature was monitored when the system controller operated a test pump at 6500 rpm (the set speed recorded in the log file) for extended period of time. The highest temperature measured on both sides did not overreached 28.8c. The periodic log file was after the test and the highest controller internal temperature recorded in the log file was 36c (during the ebb load test). A specific root cause for the atypical temperature increase captured in the log file was not able to be determined during analysis. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. System controller (serial # (B)(6) ) was shipped to the customer on 02oct2020. Heartmate 3 patient handbook rev c, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿. No further information was provided. The manufacturer is closing the file on this event.